Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead. Product ID: pnma01411a004, serial# unknown, product type: recharger.

Event description:
A consumer initially reported on (B)(6) 2016 that she needed her stimulator adjusted because it was not doing much good at all. She knew how to increase but did not know how to move stimulation to the right side. It was reviewed that the consumer could try changing programs if she had been instructed by the healthcare professional, but she stated that they always try a dozen different things. The consumer needed to be reprogrammed to cover the right side. The consumer stated that it was the right side and the sciatic nerve was pinched, which was the reason for the implant. The consumer was in a lot of pain. The stimulator was still working, but just not working in the proper place for some reason and needed reprogramming. The consumer also reported that there was a broken recharger belt. Relevant medical history includes other chronic/intract pain (trunk/limbs) and spinal pain. Information received from the consumer on (B)(6) 2016 reported circumstances that led to right side pain as probably due to a fall or two. The wire was covering her left side, but her sciatic nerve was pinched and causing pain on her right side. Steps taken to resolve were reported as they tried to reprogram, but when the impulse was strong enough to cover my right side, it was too strong on her left. They were going to try placing an additional wire on her right side, which surgery was scheduled for (B)(6) 2016. Information received from a manufacturer representative on (B)(6) 2016 reported the consumer fell approximately a few months ago and lost stimulation on the right side of the body, all stimulation was on the left side of the body. A new lead was added to the system for right sided coverage and the issue was noted as resolved. The consumer was getting excellent right sided coverage following surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.